Manufacturer narrative:
Occupation: director. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported there was a crack in the hub of a yueh centesis disposable catheter needle and it leaked. A new like device was opened to successfully complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation. (B)(6) medical center (united states) informed cook on 28feb2022 of an issue with a dtvn-4.0-20xt-7.0-yueh (yueh centesis disposable catheter needle) from lot 14357001. The customer stated that there was a crack in the hub and the hub was leaking. A replacement device from an unknown lot number was used to complete the procedure. The patient did not experience any adverse effects. Reviews of documentation including the complaint history, drawing, device history record (DHR), quality control, manufacturing instructions (mi), and instructions for use (IFU), were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot revealed no related non-conformances. A database search did not identify any other events associated with the reported device lot. Cook also requested that the component supplier investigate this issue. Three lots were reviewed, and no nonconformances or deviations were reported during the manufacturing process. Each lot was manufactured and released following all quality standard requirements. The supplier could not establish a possible cause for this failure. Based on the device master record, device history record, and returned supplier evaluation, there is no indication the complaint device was manufactured out of specification. Cook did not identify any nonconforming material in house or in the field. This device is not currently packaged with instructions for use. Based on the available information, no device return, and the results of the investigation, definitive root cause was unable to be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.